Manufacturer narrative:
(B)(4). The distributor advised carefusion technical support that they were going to contact the (B)(4) for further support. As of august 21, 2015, the distributor has not contacted carefusion technical support for additional assistance with this issue.

Event description:
This complaint originated from a distributor in (B)(4). The distributor reported a unit that is giving monitored parameters that are inaccurate/ out of range. They attempted several troubleshooting techniques however, they were unable to resolve the issue. They wanted to know if this was a "glitch" with the product.